Manufacturer narrative:
A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The cable connecting to vent engine board to the central processing unit was disconnected and then reconnected to resolve the issue. The unit was returned to service.

Event description:
The hospital reported the unit alarmed 'manifold pressure sensor failure' and lost the ability to mechanically ventilate during pre-use checkout. There was no report of patient involvement.